Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and a sling was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4) - recurrent prolapse, dyspareunia, fecal incontinence, organ perforation, mesh contraction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.